Event description:
On 3/3/97, the MFR's distributor informed the MFR's sales rep that a facility nurse that per the surgeon there seemed to be a problem with a needle he used to access the device. The surgeon stated that he found the needle too blunt to pierce the device septum. No further details were provided at this time.